Event description:
Technician alleged that the head section of the bed drifts.

Manufacturer narrative:
Technician cleaned and degreased the head hi/lo brake to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.